Manufacturer narrative:
One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for evaluation. The returned device was visually inspected, and some marks were noted on the top panel of the housing. It was also noted that the red cable connected to the back of the console was damaged and could not be disconnected from the console. Before connecting the tubing, the inflow and outflow rollers were tested to check their firmness, and it was noted that the rollers on both sides of the console were loose. The returned device was assembled with an ar-6410 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was connected to the power and turned on. After selecting the pre-set pressure, the run button was pressed to start the machine upon letting the pump run for 40 minutes with no issues. No changes in the pressure were noted during the time the machine was tested. To test the outflow system, the device was assembled with an ar-6430, lot 73002759. The lavage and rinse buttons were pressed to evaluate the functionality, and no issues were noted. The device is working as intended. During the outflow testing, the console was connected to the ar-8305 synergy resection shaver console with the kit shaver detection cables. The handpiece ar-8330h was connected to the console and tested with the ar-7300ds. The handpiece was activated, and the outflow rate changed; no issues were found. The device works as intended and described on the dfu-0212-eor1_fmt_en. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected, and no problem was found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1¿section 5.2) to simulate an overpressure failure on the pump and verify whether an error message and/or audible alarm would be triggered. The clamp test results indicate that the pump triggered an alarm, and the rollers stopped moving. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. It was noted during the test that the pump motor/rotating parts made a loud noise when running at high speed. The cause of this can be attributed to wear and tear of the motor, which is exhibited in the noisy motor and caused by extended usage in the field¿device manufacture date 2018. Refer to investigation photos and videos. The complaint is not confirmed, and no related issues were found.

Event description:
On 03/19/2025, a facility representative reported via (B)(4) that an ar-6480 dualwave pumps wheel for the dualwave is not spinning and is rejecting water out of the shaver handpiece when used. This was discovered during a case. There were no adverse effects for this patient.